Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited an issue during reprocessing getting the channel check to pass. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to the supplemental report: h2: to remove "device evaluation" from the supplemental report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation,-it is unclear if there were any deviations from the instruction manual in the reprocessing procedure for the foreign material residue area. Foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection of the operation manual. The prevention measures are described in the operation manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.